Event description:
Customer reporting false positive flu a result on symptomatic patient. Customer communicated the result was confirmed negative by pcr.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause:unable to determine. Source: phone.